Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that medication was administered and the patient was manually disimpacted at the emergency department on (B)(6) 2023 for constipation following dbs placement on (B)(6) 2023. During the episode of constipation, the patient was straining and felt pain from their hemorrhoids. The patient was seen at a colorectal surgery clinic on (B)(6) 2023 due to hemorrhoids the patient was diagnosed with inguinal hernia. The patient first noticed the hernia after suffering from constipation. They only felt pain when moving. Right inguinal hernia and right femoral hernia were removed. The surgery did not involve any components. Today, the patient's constipation symptoms have improved. They had a soft bowel movement that morning with no pain, no blood, and denied nausea and vomiting. The event was possibly related to the implant procedure. The issue was resolved.